Event description:
General report received of an unspecified number of undocumented instances of an inability to effectively deliver medication via a secondary IV tubing set connected to an alaris smart-site adapter. The customer reported that these incidents have been occurring for an unspecified length of time. The facility piggybacks the secondary infusion into the smart-site adapter of an unspecified alaris gravity IV set. The reporter indicated that the secondary sets primed normally and the initial dose of secondary infusion drugs was administered. On subsequent dose, the customer experienced lack of secondary solution flow. It was reported that upon nursing assessment after an unspecified length of time, less of the solutions had infused from the containers than expected. When the secondary sets were removed from the alaris adapter ports, normal flow of the secondary solution was observed. The customer stated that pts reportedly experienced delays in secondary solution administration. The customer reported they resolved the problems by changing the secondary tubing sets. The customer recalled that in one instance the solution infusing was vancomycin, and the nurse noted that the solution was not flowing less than one hour after initiating the infusion. The customer indicated no further details were available regarding any of the incidents. There were no reported adverse pt effects. Though requested, no additional info was provided.